Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterine cornua"), ectopic pregnancy with contraceptive device ("pregnancy (ectopic)") and pelvic pain ("severe pelvic pain/ pain") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included back pain, uti, pelvic pain, carpal tunnel syndrome, cervical radiculopathy, hematochezia, hematemesis, dysmenorrhea, hemorrhoids and ovarian cyst. Concomitant products included ciprofloxacin, estradiol, hydrocodone bitartrate;paracetamol (norco) and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced dyspareunia ("painful intercourse") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual hemorrhaging/ menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy and left salpingo-oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, ectopic pregnancy with contraceptive device, dyspareunia, urinary tract infection, depression, anxiety, migraine, dysmenorrhoea, fatigue and vaginal discharge outcome was unknown, the pelvic pain, abdominal pain and back pain was resolving and the menorrhagia and vaginal haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one were described in patient's medical records: confirms pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: plaintiff fact sheet received. Events migraines / headaches, dysmenorrhea, fatigue, back pain, vaginal discharge and abdominal pain were added. Historical & concomitant condition drugs were updated. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterine cornua"), ectopic pregnancy with contraceptive device ("pregnancy (ectopic)") and pelvic pain ("severe pelvic pain/ pain") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's past medical history included back pain, uti, pelvic pain, carpal tunnel syndrome, cervical radiculopathy, hematochezia, hematemesis, dysmenorrhea, hemorrhoids and ovarian cyst. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual hemorrhaging/ menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("painful intercourse") and urinary tract infection ("urinary tract infection"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (she had hysterectomy and left salpingo-oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, ectopic pregnancy with contraceptive device, pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia, urinary tract infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device expulsion, dyspareunia, ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one were described in patient's medical records: confirms pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: quality-safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterine cornua') and ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included back pain, uti, pelvic pain, carpal tunnel syndrome, cervical radiculopathy, hematochezia, hematemesis, dysmenorrhea, hemorrhoids and ovarian cyst. Concurrent conditions included depression, anxiety, vaginal bleeding and menorrhagia. Concomitant products included ciprofloxacin, estradiol, hydrocodone bitartrate;paracetamol (norco), medroxyprogesterone acetate (depo provera), nabumetone and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("severe pelvic pain/ pain/ pelvic pain"), depression ("depression"), anxiety ("mental anguish/ anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal pain ("abdominal pain/ abdominal area"), 17 days after insertion of essure. In (B)(6) 2011, the patient experienced menorrhagia ("heavy menstrual hemorrhaging/ menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines / headaches"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced urinary tract infection ("urinary tract infection"), back pain ("lower back pain/ lower back area"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post removal complication"). The patient was treated with alprazolam (xanax), bupropion, duloxetine hydrochloride (cymbalta), varenicline tartrate (chantix) and surgery (supracervical hysterectomy (uterus only), unilateral salpingo-oopherectomy - left). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract infection, vaginal discharge and genital haemorrhage had resolved, the ectopic pregnancy with contraceptive device, dyspareunia, depression, anxiety, migraine, dysmenorrhoea, fatigue and post procedural complication outcome was unknown and the abdominal pain and back pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for migration. Concerning the injuries reported in this case, the following one were described in patient's medical records: confirms pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterine cornua') and ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included back pain, uti, pelvic pain, carpal tunnel syndrome, cervical radiculopathy, hematochezia, hematemesis, dysmenorrhea, hemorrhoids and ovarian cyst. Concurrent conditions included depression, anxiety, vaginal bleeding and menorrhagia. Concomitant products included ciprofloxacin, estradiol, hydrocodone bitartrate;paracetamol (norco), medroxyprogesterone acetate (depo provera), nabumetone and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("severe pelvic pain/ pain/ pelvic pain"), depression ("depression"), anxiety ("mental anguish/ anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal pain ("abdominal pain/ abdominal area"), 17 days after insertion of essure. In (B)(6) 2011, the patient experienced menorrhagia ("heavy menstrual hemorrhaging/ menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines / headaches"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced urinary tract infection ("urinary tract infection"), back pain ("lower back pain/ lower back area"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post removal complication"). The patient was treated with alprazolam (xanax), bupropion, duloxetine hydrochloride (cymbalta), varenicline tartrate (chantix) and surgery (supracervical hysterectomy (uterus only), unilateral salpingo-oopherectomy - left). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, pelvic pain, menorrhagia, vaginal haemorrhage and genital haemorrhage had resolved, the ectopic pregnancy with contraceptive device, dyspareunia, urinary tract infection, depression, anxiety, migraine, dysmenorrhoea, fatigue, vaginal discharge and post procedural complication outcome was unknown and the abdominal pain and back pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for migration. Concerning the injuries reported in this case, the following one were described in patient's medical records: confirms pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: events: gen. Abnormal bleeding, post removal complications were added. Outcome and rcc comments updated. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterine cornua"), ectopic pregnancy with contraceptive device ("pregnancy (ectopic)") and pelvic pain ("severe pelvic pain/ pain") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's past medical history included back pain, uti, pelvic pain, carpal tunnel syndrome, cervical radiculopathy, hematochezia, hematemesis, dysmenorrhea, hemorrhoids and ovarian cyst. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual hemorrhaging/ menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("painful intercourse") and urinary tract infection ("urinary tract infection"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (she had hysterectomy and left salpingo-oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, ectopic pregnancy with contraceptive device, pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia, urinary tract infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device expulsion, dyspareunia, ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one were described in patient's medical records: confirms pelvic pain. Most recent follow-up information incorporated above includes: on 30-jul-2018: information from pfs and mr. New reporters added. Product dates added. New events added: abnormal bleeding (vaginal, menorrhagia); urinary tract infection; depression and mental anguish; migration of essure device location of device: uterine cornua; pregnancy (ectopic), essure confirmation test(s) conducted: no. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterine cornua') and ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included back pain, uti, pelvic pain, carpal tunnel syndrome, cervical radiculopathy, hematochezia, hematemesis, dysmenorrhea, hemorrhoids and ovarian cyst. Concurrent conditions included depression, anxiety, vaginal bleeding and menorrhagia. Concomitant products included ciprofloxacin, estradiol, hydrocodone bitartrate;paracetamol (norco), medroxyprogesterone acetate (depo provera), nabumetone and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("severe pelvic pain/ pain/ pelvic pain"), depression ("depression"), anxiety ("mental anguish/ anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal pain ("abdominal pain/ abdominal area"), 17 days after insertion of essure. In (B)(6) 2011, the patient experienced menorrhagia ("heavy menstrual hemorrhaging/ menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines / headaches"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced urinary tract infection ("urinary tract infection"), back pain ("lower back pain/ lower back area"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post removal complication"). The patient was treated with alprazolam (xanax), bupropion, duloxetine hydrochloride (cymbalta), varenicline tartrate (chantix) and surgery (supracervical hysterectomy (uterus only), unilateral salpingo-oopherectomy - left). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract infection, vaginal discharge and genital haemorrhage had resolved, the ectopic pregnancy with contraceptive device, dyspareunia, depression, anxiety, migraine, dysmenorrhoea, fatigue and post procedural complication outcome was unknown and the abdominal pain and back pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for migration. Concerning the injuries reported in this case, the following one were described in patient's medical records: confirms pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event outcome for pain, bleeding, bladder/urinary problem changed to recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual hemorrhaging") and dyspareunia ("painful intercourse"). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain, menorrhagia and dyspareunia outcome was unknown. The reporter considered dyspareunia, menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.